Manufacturer narrative:
(B)(4). Concomitant medical products: item # 183562, vngd cr lip tib brg 12x79/83mm, lot # unknown; item # 141226, biomet cc I-beam tray 83mm, lot # unknown; item # 183013, vanguard cr ilok fem-rt 72.5, lot # unknown. Product is implanted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06226, 0001825034-2018-06227, 0001825034-2018-06228, and 0001825034-2018-06229.

Event description:
It was reported the patient underwent primary right total knee arthroplasty and subsequently underwent an I&d procedure due to a hematoma. Attempts have been made to obtain more information and no additional details are available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.